Event description:
First revision surgery: due to a possible infection. The surgeon performed an irrigation and drainage procedure with a poly swap. The sales rep failed to report the (B)(6) 2014 revision due to the late hour of the surgery. The 2nd revision, date of surgery (B)(6) 2014 was entered as (B)(6) for original part 391-11-707, lot 59601358. Part 391-13-707, lot 59601524 should have been noted on 2nd revision.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was to treat the patients possible infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports (ncmr's) associated with this product. A review of the sterilization records show that the reported device went through an adequate hydrogen peroxide gas plasma sterilization process and was within its expiration date at the time of the previous surgery on (B)(6) 2013. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.